Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed; however, it was observed that the jaws of the instrument are bent. It is not possible to determine if the jaws were bent prior to or during the shipping process. Quality assurance is unable to determine the cause of the reported difficulty.

Event description:
The device was used during a sacrafpirous colvapexy procedure. Reportedly, the needle detached. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.